Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
It was reported by the customer's mother that the customer had a motor error alarm on the insulin pump. Customer's blood glucose level was 67 mg/dl. Customer did eat something to treat. Customer was changing the site when they received the motor error. Customer stated that all information was cleared and that he is using an old pump. Customer does not use the sensor feature on the pump. Customer stated that they are able to rewind the sequence, but it went back to a motor error. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. Customer was advised to return the pump with the battery and zero out the basal rates. No additional information provided.

Manufacturer narrative:
The insulin pump was received with stuck motor error alarm loop during bolus delivery. The motor was tested outside to the device and passed. The motor may have had an intermittent failure that was not detected during our testing. No further troubleshooting could be performed due to motor error alarm. The insulin pump was received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip.